Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
A 63-year-old male patient with a history of renal insufficiency and dialysis received an impella 5.5 device for treatment of acute decompensated heart failure caused by cardiomyopathy. The patient has been on impella support for 39 days as of today. On the second day of support, the patient developed a small access site hematoma, which resolved without further complications. After one week of support, the patient exhibited elevated plasma free hemoglobin levels, indicating hemolysis, which was later resolved. Three weeks after initiation of support, the patient experienced an episode of arrhythmia identified as bigeminy, accompanied by chest pain. The patient was administered magnesium sulfate as per physician orders, after which both the bigeminy and chest pain resolved. Ultimately, after an off-label prolonged support duration of 45 days, the patient was successfully bridged to transplantation.

Manufacturer narrative:
B5. Additional event description added. D1. Brand name corrected. D4. Serial and primary UDI number corrected.

Event description:
Additional information was received that reported "small hematoma noted above site. Marked by nursing staff. Per rn, team is not concerned."